Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. Device investigation was unable to reproduce the reported symptom. The device was tested at the customer reported parameters of 66.7 ml/hr for 1 hr which yielded passing results for all runs (+0.70%, +0.80%, and +1.56%). The device was also tested at 5 ml/hr with a vtbi of 5 ml which also yielded a passing result (-2.98%). The over infusion was not verified and no corrections were required in regards to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy of vancomycin at a rate of 66.7 ml/hr (dose and volume to be infused unknown). It was reported that the bag had completely infused in 30 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.